Event description:
A nurse reported that after an intraocular lens (iol) was inserted into a patient's eye, the surgeon observed a posterior capsular tear. The lens was removed and another lens was implanted at that time. Additional information was requested

Manufacturer narrative:
The product was returned. Solution was observed on the lens. A small chipped/torn area was observed on the edge of the optic. Both haptics are damaged due to the lens being placed into the case incorrectly for return. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed adverse event questionnaire was not received. (B)(4).